Event description:
A customer reported that the coulter act diff hematology analyzer leaked approximately 4 ml of fluid at the probe. The leak was not contained within the instrument. The customer was wearing gloves and a lab coat at the time of the occurrence. Material safety data sheet was not reviewed, but there is an exposure control or risk management plan in place at the facility. There was no report of injury or exposure, and medical attention was not sought. No erroneous patient results were generated in connection to the leak. Beckman coulter field service engineer (fse) troubleshot the issue with the customer over the phone. The fse instructed the customer to clean the probe wipe. After cleaning the probe wipe, the instrument ran without any leaks.

Manufacturer narrative:
(B)(4).